Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use as a potential adverse event with of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6fr sheath after a diagnostic heart catheterization procedure. Reportedly, the proglide worked fine. When the proglide knot was tightened, a hematoma formed and was treated successfully with manual arterial compression. There was no clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.